Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire is currently awaiting return of the suspected faulty component but it has not been received for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that a patient had been using a vela ventilator and was temporarily removed from the ventilator to be transported to undergo a CT scan. The patient was manually bagged during transport and while undergoing the CT scan. When the patient returned from the CT scan and was ready to be re-connected the dc status indicator on the ventilator flashed and unable to use internal battery. The hospital replaced the internal battery but the problem was still the same. The power pcb was replaced and the hospital advised the problem was resolved. The hospital advised the patient was placed on another ventilator and stated there was no patient harm.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was isolated to a defective mosfet q210 on the l-board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.